Event description:
An overinfusion occurred. The user facility reported that the nurse had inadvertently programmed the pump in the secondary mode. There was no resultant pt complication. The pt info and serial number of the pump was not documented.